Event description:
V40 lfit head disassociated from mdm poly insert sometime after primary right hip replacement for nof (neck of femur) was performed on(B)(6)2019 , requiring revision surgery on the (B)(6)2019 . Surgeon performed both primary & 1st stage revision surgeries. Surgeon doing second stage revision on 31/10/2019 on same patient.

Manufacturer narrative:
Correction: updated catalog and lot numbers an event regarding disassociation involving an adm liner was reported. The event was confirmed by medical review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided medical records and/or x-rays by a clinical consultant indicated: the persistent instability of the right total hip arthroplasty since the original surgery for a fractured femoral neck suggests impingement at the extremes of motion and/or malposition of one or both hip components. No imaging studies available, including a lateral, can confirm the version of the components. There is no evidence this clinical situation was related to factors associated with implant design, manufacturing or materials. - device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including imaging studies, including a lateral, and return of the device are needed to fully investigate the event. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: 28mm std lfit v40 head; cat# 6260-9-128; lot# 64597304 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
V40 lfit head disassociated from mdm poly insert sometime after primary right hip replacement for nof (neck of femur) was performed on (B)(6) 2019, requiring revision surgery on the (B)(6) 2019. Surgeon performed both primary & 1st stage revision surgeries. Surgeon doing second stage revision on (B)(6) 2019 on same patient.